Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported the patient's blood glucose (bg) levels rose to 670 mg/dl while at school. The school called an ambulance and the patient was transported to the hospital. The school nurse tried to give the patient a bolus during breaktime but the bg levels continued to increase. The doctors at the hospital attempted to give the patient a bolus from the personal diabetes manager (pdm) but there was no response. The pod was removed from the infusion site (abdomen) and the patient was given a 4 unit manual insulin injection of novorapid and a solution for dehydration. The pod was worn for between 5 and 24 hours. The patient was discharged from khalifa medical city, al-karamah street, abu dhabi after two days.